Event description:
On (B)(6) 2012, the distributor contacted animas, stating that the up arrow, down arrow, and ok keypad buttons were unresponsive. The distributor noted a damaged keypad, and was unable to confirm if the damage or the response issue occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1: date of submission: (B)(6) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013, with the following findings: the keypad was torn over the up and down arrow buttons. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, the audio bolus button was torn and intermittently unresponsive; the button cover was removed and contamination was found on the bolus contact. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).